Event description:
The hcp reported that the pump was explanted after 48 months due to "battery not yet depleted". The pt was receiving dilaudid through the pump. The device was been returned to the manufacturer for analysis. The pump was replaced with another drug delivery device. A follow-up report will be sent when additional information becomes available to co.